Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor readings compared to readings from a competitor brand meter. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer initially self-treated with 10 units of insulin as a response to the high adc device readings; however, they soon experienced hypoglycemic symptoms. The customer then self-treated with drinking cola. There was no report of death or permanent impairment associated with this event.